Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
On tuesday (B)(6), the neurologist informed that their planning station was running slower than normal. There were not specific details given, but the company field service engineer was told that the during normal functions of planning the cases, it seemed to be lagging. They were still able to plan the case, so there was no affect on the patient.

Event description:
On (B)(6), the neurologist informed that their planning station was running slower than normal. There were not specific details given, but the company field service engineer was told that the during normal functions of planning the cases, it seemed to be lagging. They were still able to plan the case, so there was no affect on the patient.

Manufacturer narrative:
At the time of the event, the customer had two different planning stations (s/n (B)(6) and (B)(6)). However, no further relevant detail has been provided about the affected planning station identification. A complaint history search has been performed, and no similar complaint was found for the past year from the notification date. Analysis of the data logs could not be performed since the logs from the planning stations were not provided, despite multiple attempts to retrieve them. The event is therefore non-verifiable.